Event description:
End user's spouse reports end user was operating the power wheelchair in front of the house and fell.

Manufacturer narrative:
Hoveround has not been given access to evaluate the power wheelchair. A follow up report will be submitted when the power wheelchair has been evaluated. End user's spouse refuses access.